Event description:
It was reported by the patient's caregiver that this past weekend the carelink monitor was offline for about 3 days. The day after the monitor came back online, the patient was notified by the physician that they received a shock according to the carelink quicklook report. The caregiver is questioning if this may have occurred prior as the patient has not reported a shock. The caregiver also reported that the patient felt lightheaded last month and fell down and questions if the shock may have been related to this event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).